Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 261 mg/dl and 118 mg/dl. Customer reports back to back testing professional meter with results of 260 mg/dl on customer's meter and 112 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.